Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Patient continued to bleed [device ineffective] no adverse event [no adverse event] case narrative: this spontaneous report originating from united states was received from physician referring to a female patient of unknown age via clinical education specialist (ces). The patient delivered her 4th baby vaginally. Patient bled with all prior pregnancies (3 times previously) so they had everything in the room ready. As soon as the placenta came out, patient began hemorrhaging. The patient's uterus never had any tone. Prior to use of the jada methylergometrine maleate (methergine) was given to the patient. The patient¿s past drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). Approximately in august 2024, the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 via intrauterine route (lot #, serial # and expiration date were not reported) for post-partum hemorrhage. Approximately in august 2024, the patient was placed with vacuum-induced hemorrhage control system (jada system) again. The patient continued to bleed (device ineffective) and ultimately had a hysterectomy. It was unknown if the patient had a bleeding disorder however patient received 50 units of blood and spent 2 weeks in the hospital recovering, nothing further on this. The patient's uterus never had any tone and didn't believe it was necessarily a failure of the vacuum-induced hemorrhage control system (jada system). No additional adverse event (ae) (no adverse event), no product quality complaint (pqc) was reported. The patient sought for medical attention. Upon internal review, the event device ineffective was determined to be serious due to required intervention (devices). This case was linked to same patient linked case included, ces states jada was not successful in stopping the bleeding (device ineffective) (reported in oars #o2408usa001843). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. This is an amendment report: updated correspondence contact checkbox for primary reporter, added correct patient initials as 'unknown', added historical condition as ¿uterus never had any tone' to uterine atony and health impact code for 'received 50 units of blood' (transfusion). Deleted current condition 'placenta came out' and concomitant medication ¿methergine¿.

Event description:
Patient continued to bleed [device ineffective] no adverse event [no adverse event] case narrative: this spontaneous report originating from united states was received from physician referring to a female patient of unknown age via clinical education specialist (ces). The patient delivered her 4th baby vaginally. Patient bled with all prior pregnancies (3 times previously) so they had everything in the room ready. As soon as the placenta came out, patient began hemorrhaging. Prior to use of the jada methylergometrine maleate (methergine) was given to the patient. The patient¿s past drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). Approximately in august 2024, the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 via intrauterine route (lot #, serial # and expiration date were not reported) for post-partum hemorrhage. Approximately in august 2024, the patient was placed with vacuum-induced hemorrhage control system (jada system) again. The patient continued to bleed (device ineffective) and ultimately had a hysterectomy. It was unknown if the patient had a bleeding disorder however patient received 50 units of blood and spent 2 weeks in the hospital recovering, nothing further on this. The patient's uterus never had any tone and didn't believe it was necessarily a failure of the vacuum-induced hemorrhage control system (jada system). No additional adverse event (ae) (no adverse event), no product quality complaint (pqc) was reported. The patient sought for medical attention. Upon internal review, the event device ineffective was determined to be serious due to required intervention (devices). This case was linked to same patient linked case included, ces states jada was not successful in stopping the bleeding (device ineffective) (reported in oars # (B)(4). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.